Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 7 months. The patient remains ongoing on lvad support. The replaced portion of the percutaneous lead, measuring approximately 18 inches, was returned for evaluation. Electrical continuity testing of the percutaneous lead revealed that both the black and brown wires were open circuit. A separation of the distal end bend relief at the metal connector as well as tears in the outer silicone sleeve were observed beneath the prior rescue tape repairs at the distal end of the percutaneous lead; however, the clear bionate layer revealed no areas of damage. Breakdown of the metal braided shield was observed near the metal connector and the terminus of the distal end bend relief. A complete fracture of both the black and brown wires could be visualized through the clear bionate layer near the metal connector. Removal of the clear bionate and braided shield layers confirmed that the black and brown wires were completely fractured adjacent to the nipple housing of the metal connector. The fractured ends of the black and brown wires showed evidence of corrosion consistent with an electrical short. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing in this area. The surrounding wires at the metal connector revealed evidence of abrasion and kinking but were otherwise unremarkable. Visual examination of the underlying wires and high potential testing revealed no additional areas of compromised wire insulation or damage to the inner conductors. The black and brown wires comprise one complete phase of the three phase pump motor. At least one wire from each phase must be intact for the pump to operate. The loss of electrical continuity in both wires would have resulted in the reported interruption in pump function while the patient was operating on either the power module or on battery power as recorded in the submitted system controller log file. Additionally, the reported pump stoppage events and red heart alarms could also have resulted from an electrical short to ground if any of the exposed conductors contacted the braided shield while the system was operating on the power module. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On (B)(6) 2016, it was reported that the lvad system was alarming with pump stoppages and red heart alarms while connected to the power module. The patient resides at a skilled nursing facility. The system was changed from power module to battery power but the alarms continued. The system controller was then exchanged to the backup and the alarms continued. The patient was reported to be clinically stable and was transported to the implanting center for evaluation. Upon arrival at the emergency department, a constant alarm was sounding and when connected to a console it showed the pump was stopped. An area of prior percutaneous lead rescue taping near the system controller connector was observed. The site had separated and there were visible exposed wires. The customer was able to intermittently get the pump running for only seconds or minutes at a time by manipulating the position of the percutaneous lead at the exposed wires. It was reported that there was a visible electrical spark observed at the site of the exposed wires at the percutaneous lead connection. The patient was supported medically with inotropes, vasopressors and heparin in the hopes that the pump would continue to function and the patient would remain stable until an urgent percutaneous lead repair could be performed. On (B)(6) 2016 the manufacturer's technical services representatives performed an external distal percutaneous lead replacement. Review of the system controller log files verified constant pump stoppages prior to the replacement procedure. After the distal percutaneous lead was replaced, the pump started, the alarms resolved, and all testing passed. No further issues have been reported.